Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the (B)(6) stating that the internal part of the device was damaged. The device was not being used during surgery. It is unk if there was injury or medical intervention. There was no add'l info provided.